Event description:
It was reported that when interrogating an implanted device with the programmer the device's battery voltage and impedance were not obtained. The power to the programmer was recycled and it was used to re-interrogate the device and then all of the data was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.